Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the patient's weight was unknown. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed good impedances, telemetry, and stable output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported there was impedance with the neurostimulator. The rep noted there was a lack of efficacy, the hcp believe it to be due to high impedance. The patient¿s daughter mentioned that the patient had experience multiple falls since the time the patient was first implanted in (B)(6) 2016. It was noted the impedances were checked prior to replacing the device, after multiple reprogramming sessions were attempted. The rep noted the lead seem intact, and motor response were appropriate when checked in the operating room. It was noted once the hcp replaced the ins, the impedances cleared up. The ins was replaced on (B)(6). It was noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.